Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead was unable to be positioned at the right atrial appendage. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event was ¿tried to implanted tined ra lead then he was not able to position the lead at ra appendage¿. As received, a complete lead with stylet inserted and stylet guide attached was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. All tines were intact and undamaged.